Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient felt the stimulator device was causing them severe pain. No troubleshooting was done as patient did not want any troubleshooting and wanted device removed. Only a removal was done. Patient requested that the device be analyzed. Healthcare professional (hcp) will be obtaining more details about event. In an attempt to keep the lead intact with battery so it can be analyzed, the hcp used a pair of hemostats to remove the lead from the sacral foramen and the body. The hcp said there were no obvious visual defects to the device except for the damage hcp caused in using hemostats to remove the lead. More information was received on 2022-mar-02 with rep reporting hcp called to update then onthe explant event and the patient history. During the removal procedure, hcp cut the tines off the lead in order to further remove the system. When completing analysis, please note this. Last (B)(6) patient fell in the garage and thought they had hurt the bladder stimulator. On (B)(6) 2022 patient complained of the device shocking them. Patient went to ER for persistent pain. The device stayed on. Patient was referred to urology (B)(6) 2022 and saw hcp. The battery was interrogated and showed strength of 3.5v and battery life of 0-1 month. The battery was turned off. Patient had immediate partial relief of pain. No impedance test was done. The device was then removed (B)(6) 2022.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.